Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. The reported symptom (m31 air detected in cassette warning) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported while troubleshooting a liberty select alarm solution leaking from the cassette, into the cycler. The patient was advised to cancel treatment on the cycler. Patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient indicated that there was no complications as a result of the alleged event. There was no reported medical intervention. The liberty select was replaced.